Manufacturer narrative:
Patient was exchanged due to suspect drive line fracture on (B)(6) 2020 was covered under MFR# 2916596-2020-00216. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was exchanged due to suspect drive line fracture on (B)(6) 2020. Three low speed operations were recorded on (B)(6) 2020. The patient had no symptoms when the low speed operation was recorded. It was also observed a few low speed operations where the lowest speed recorded was 8560. According to manufacturer technical services, this looks to be an issue with something coming in contact with the rotor. None could actually confirm the pump thrombosis. Patient condition, anticoagulation status, and pump parameters were not changed. No symptoms and no tests were done. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed power and flow elevations and the report of low speed operations, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured transient elevations in pump power and flow from day 3, hour 16, minute 39 per the timestamp through the remainder of the log file, which ranged through day 4, hour 21, minute 14 per the timestamp. Power and flow were captured at values reaching up to 17.2 w and 10.8 lpm, respectively. Additionally, transient low speed advisory events were captured on day 4 between hour 13 and hour 15, associated with the speed decreasing to values as low as 8560 rpm, below the low speed limit of 8800 rpm.the patient remains ongoing on vad-62524 and no further issues have been reported at this time. Heartmate ii lvas IFU section 6 entitled ¿patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. Heartmate ii lvas patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii lvas IFU outlines all epc controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.